Event description:
It was reported that the infusion site detached while the user remained connected to the ilet and subsequently administered a 5-unit subcutaneous insulin injection by pen per dietician guidance before being advised to disconnect the pump for a period to avoid stacking. The user then changed supplies and paused pumping, with a blood glucose reported at 365 mg/dl and an ilet alert noted. Symptoms included hyperglycemia peaking at 435 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem found, with a usage problem identified involving an improper procedure and failure to disconnect the pump when giving an external insulin injection; no specific device component was applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.